Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a laparoscopic promontofixation procedure, the ligature "frayed" despite the needle holders .

Manufacturer narrative:
Samples received: 1 open and used suture. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4). There is no product in stock. We have received an open sample (used) with the thread surface frayed near the attachment of the needle (aprox. 0.5 cm). However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. We have also reviewed the complaint history of the products manufactured with the same thread raw material batch as this case and there are no other complaints received. Remarks: as indicated in the instructions for use of the product: "when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.